Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass, a broken off end cap, cracked case at the display window corners and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump case was broken due to the insulin pump falling.